Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed at an unspecified location on the tubing of a small volume infusor. The pm was further described as a black stain and could not be determined if it was on the inside or outside of the tubing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 30, 2020 - july 31, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a black stain, measuring 0.96 mm located on the exterior surface of the tubing. The black stain was not in the fluid path. The black stain appeared to be ink stain, however this could not be confirmed via an ftir test. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.